Manufacturer narrative:
Product analysis: the catheter shaft was kinked immediately distal to the strain relief. The stability member was partially bunched 20.0cm distal to the strain relief. The retractable sheath was damaged 40.0cm distal to the strain relief. The retractable sheath distal tip was flared and damaged. There was 2.95cm of inner member shaft remaining distal to the tip of the retractable sheath. The remainder of the shaft including the distal tip and two shaft markers had detached. (B)(4).

Event description:
The physician intended to use two complete se devices to treat the right proximal and distal sfa. The lesion was moderately calcified with 60% stenosis and non-tortuous. The lesion was pre-dilated with a 5mm balloon. There was no damage to the packaging and no issues removing the devices from the hoop. The devices were prepped per IFU with no issues noted. The devices did not pass through a previously deployed stent. No resistance was encountered when advancing the devices and no excessive force was used. Stent deformation occurred in vivo during positioning/ deployment with both stents. It is reported that it was difficult to remove both delivery systems following stent deployment. Both stents did fully expand. After the stent was released it is reported that the delivery system couldn't move forward and backwards without taking the released stent with it. It cannot be confirmed if the delivery catheter caught on the stent during withdrawal. The procedure was not completed. The patient was brought to surgery to retrieve the deployed device. Open surgery was performed to remove the rest of the stent material, but everything could not be removed. Outcome ongoing. Patient is ok.

Manufacturer narrative:
Four still images were provided for review. The images confirm the tortuous nature of the vessel; however the reported difficulties are not captured. Therefore the procedural images do not confirm the removal difficulties and subsequent material detachment. Additional information rec'd: it was not possible to remove the first delivery system softly without crushing the stent. Finally we removed the system by crimping the stent. The artery was afterwards totally occluded. It was possible to restore a very good flow by dilating and covering the damaged stent with a covered stentgraft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.